Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a bowel resection procedure, the device was fired. The staples were okay. Two days post-op, the patient returned with a leak. They went in and over sewed the area with suture. The patient has been discharged home. The device was discarded. The account does not attribute the incident to the device. Additional information is being requested.